Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-00364.

Event description:
The customer reported that she attempted to put the sensor, but she had issues with inserting, and requested the sensor to be replaced. The caller experienced unexplained low glucose level the night before, and she believes that she over bolused, which caused the low. The customer also stated that she was hospitalized a month ago because she also over bolused and was treated with an insulin drip. The customer woke up in ambulance and the paramedics told her that she was below 20mg/dl. No further information was provided.